Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer successfully resumed insulin deliveries before any troubleshooting was performed. Customer¿s blood glucose level ranged from 251-270 mg/dl.